Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Late liner disassociation with a pinnacle acetabular component. I feel I need to write to you regarding a lady who I inherited from (B)(6). She has now had two failures of the pinnacle lateralised bantam marathon polyethylene liners. I am going to revise her left hip and the reference for this liner is (B)(4), lot number 115990. This has failed at eight years. The hip on the other side I am told had a similar liner and was revised within three years of insertion. Failures of low volume implants such as a plus 4 10 degree bantam liner are not likely to show up in the (B)(6) registry but I would be grateful if you could bring this to the attention of your quality control department as there seems to be a significant problem with this implant.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. H6 patient code: the code for device revision or replacement is being retracted.